Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was over 500 mg/dl which was addressed with a manual injection. Reportedly, the customer changed all supplies and resumed insulin delivery.